Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during follow-up on (B)(6) 2019 the patient developed erythematous lesions near the device site. On (B)(6) 2019 the patient developed a fistula on the skin. The device and two leads were explanted on (B)(6) 2019. The device was discarded and will not be returned to bsc.